Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 15(the critical block and inverse critical block did not add to zero), pump error 23 (post-reset ram crc alarm), power problem-failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving pump error 23. Customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for > 8hrs, or error occurred immediately after battery change. Customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. No harm requiring medical intervention was reported. No product return is required for mmt-1885.

Event description:
Updated summary : product mmt-1885 will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump successfully downloaded traces and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit passed the displacement test, active current test, sleep current test and self test. No unexpected pump error 23 or pump error 15 alarms noted during testing, however, pump error 15 (file number = 38; line number = 442) found in pump history/trace files on (B)(6) 2025 22:41:09.000. Pump error 23 confirmed in the pump history/trace files on (B)(6) 2025 22:43:00.000. Failed battery alerted on (B)(6) 2025 22:41:12 in the pump history/trace files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on case. Unexpected pump error 23 alarms confirmed in the pump history/trace files on (B)(6) 2025 22:43:00.000 as a result of an unexpected restart caused by pump error 15 alarm. Pump error 15 (file number = 38; line number = 442) alarm confirmed in the pump history/trace files on (B)(6) 2025 22:41:09.000 due to suspected hardware error as per global logic analysis (B)(4). Problem isolated to the electronic assemblies. Failed battery test was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.